Event description:
It was reported the atrial and right ventricular leads had high thresholds and there was premature battery depletion of the implantable pulse generator (ipg). The device was explanted and replaced and the epicardial leads were capped and replaced during an unrelated valve surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.